Manufacturer narrative:
Product event summary: at analysis the stated reason for return, that after being powered on the programmer would randomly shut down was not able to be confirmed, it started up normally with no random shutdown noted. It was noted that a duration test was performed for two days to duplicate the complaint but no failure was found. Analysis did find that the latch of the cable bay was broken and the cable bay was replaced to resolve. The device was cleaned and it the passed its electrical n safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when turned on the programmer would suddenly turn off. It was further reported that the programmer was returned recently for the same issue but the issue persists. The programmer was returned for service. There was no patient involvement.